Event description:
It was reported during the patient's device upgrade procedure, the right ventricular lead exhibited an insulation anomaly. The patient did not receive inappropriate therapy due to the insulation issue. The lead was capped and replaced. The patient's condition was reported to be stable before and after the procedure.